Manufacturer narrative:
Citation: laurent roten, md article title: the american journal of cardiology 2010 doi:10.1016/j.amjcard.2010.07.012 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding atrioventricular (av) conduction impairment in patients undergoing transcatheter aortic valve implantation (tavi). All data were collected from a single center between august 2007 to december 2008. The study population included 67 patients (predominantly female; mean age 83 years), 41 of which were implanted with medtronic corevalve (serial numbers not provided). Among all patients adverse events included: permanent pacemaker implantation due to new left bundle branch block (lbbb), complete heart block (chb) and second degree av block; congestive heart failure (chf) and stroke. Multiple manufacturers were noted in the literature; based on the available information, the specific number of permanent pacemaker implants in a patient with a medtronic product is not known. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.